Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the physician's office due to chest pain and it was thought that shock therapy had delivered. Review of device data revealed no stored episodes with the last 72 hours. It was also reported that the left ventricular (lv) lead exhibited high, out-of-range pace impedance measurements and loss of capture. Follow up with the electrophysiologist/cardiologist was anticipated. No adverse patient effects were reported.